Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 application was interrupted due to an ios upgrade on smart device. Dexcom representative advised patient to uninstall and reinstall the g5 application and re-pair the transmitter, which was successful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).